Event description:
The reporter called and alleged discrepant results when compared to the lab. The reported device result was 4.4, 5.8, and 4.6 inr. The corresponding reported lab result was 3.1, 3.5 and 3.0 inr. These are three different patient comparisons.